Manufacturer narrative:
The hill-rom technician found the bed's blower pressure was lower than the minimum pressure set point as stated in the bed's manual. The technician also found moisture in the bed's beads. Per the hill-rom user manual, poor fluidization; if fluidization is sluggish or uneven, notify your hill-rom representative. Fluidization is affected by the following: room temperature, humidity, the amount of materials, such as fluid, cells or cellular debris, which has escaped from the blood vessels and has been deposited in tissues or on tissue surfaces, restricted air circulation from blankets on the bed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the patient had any preventative maintenance performed on this bed. Insurance approval of repair of the bed has been requested but not yet received. The hill-rom technician will repair the bed once insurance approval of the repair is received. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the patient stating the clinitron bed stopped properly fluidizing and she continued to use it for two weeks. She had an existing pressure wound on her sacrum that increased from a superficial wound to she believes a stage 4 (the wound's stage has not been confirmed by her doctor or wound care nurse). The patient's wound care nurse covers the wound with santyl ointment to debride the dead tissue from the wound, and then covers the wound with mepilex gauze. The wound is improving now. This report was filed in our complaint handling system as (B)(4).